Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts up to 387; non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Right ventricular (rv) lead impedances are within range.analysis of the device memory indicated the right ventricular lead integrity alert.rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise and sensing integrity counter (sic) with a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.